Event description:
Claims the controller of her heating pad caught on fire. No injuries were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.